Event description:
It was reported that the patient underwent a surgical procedure with this inflatable penile prosthesis (ipp) because the pump was not inflating. The device was removed and replaced with no patient complications. No additional information was reported.